Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device check when noise on the atrial lead was observed. Programming changes were recommended. Patient monitoring will continue.

Event description:
New information received states that suggested programming changes were made. Patient condition was well and monitoring will continue.